Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to the manufacturer's acceptance criteria. A 100% final inspection is performed for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that an ophthalmic forceps unit would not reopen after it was closed during surgery. This was noted prior to any patient contact thus, there was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
The customer returned a forceps sample for evaluation. The sample was received with the original outer and inner blister including the cover foil and was protected with bubble wrap. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed as the forceps is unable to open or close. The complaint history was reviewed for the two previous years which showed seven comparable complaints. During activation of the instrument, it was noted that the tube has been loosened and proper activation was no longer possible. Based on the results of the product evaluation, a malfunction of the device occurred due to an improperly performed bonding procedure. The root cause analysis of this complaint has been completed. Due to the complaint history it cannot be excluded that the bonding surface of the metal tube and plastic front loosened due to an improperly performed bonding procedure. Bonding is a manual process described in a work instruction and controlled by the employee. The investigation showed that application of the adhesive has been done in one step instead of two steps as described in the work instruction. This led to uncontrolled distribution of the adhesive in the subassembly. This resulted in a sub optimal bonding strength between the metal tubing and the plastic front tip. Corrective actions were defined. All involved employees were retrained and the circle of approved trainers was restricted to experts. (B)(4).